Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on an unspecified date/time prior to contacting lfs. The patient reported blood glucose readings of "130 mg/dl" with the subject meter and "27 mg/dl" on another meter (brand unknown), performed greater than 30 minutes of each other. As part of the patient's diabetes regimen, the patient claimed he is on pills with diet/exercise. Due to the alleged issue, the patient stated he continued to take his dose of metformin pills (dose unspecified) as usual. On an unspecified date/time, the patient reported feeling fuzzy and fell after the alleged issue began; however stated he did not seek medical treatment. At the time of troubleshooting, the cca noted the subject meter's unit of measure was set correctly and an approved sample site was used. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient reportedly obtained a blood glucose result of "27 mg/dl" with another device suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.

Manufacturer narrative:
(B)(4). Device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by product analysis on (B)(4), 2012 with the following findings: the meter and test strips were both tested and both passed testing with no faults found. The primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.